Event description:
The dialysis patient received a gore hybrid vascular graft. A revision was performed 2 days post op. Because the patient experienced arterial steal. The steal syndrome was resolved with the small adjustment on the arterial end.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements.